Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effect of death is listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the index procedure was on (B)(6) 2010. It was noted that on (B)(6)2013 the subject had cardiac enzymes test performed and underwent echocardiogram (ECG/EKG) with unreported results. The subject expired on (B)(6) 2013 and the cause of death was noted as multisystem organ failure. No additional information was provided.